Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the needle was giving a resistance not able to push medication through the needle. There was patient involvement, but no harm reported.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-07816 for details pertinent to this event.